Event description:
It was reported that the asymptomatic patient presented for normal follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion. On (B)(6) 2018, the device was explanted and replaced with a competitor device. The patient was in stable condition.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). An abnormal transient voltage drop was detected.